Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received cut in half. Surface residuals (particles, fibers and ophthalmic viscosurgical device residues) were observed on lens which indicates that the unit was handled and prepared for surgical use. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to the reported complaint. The units were released according specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery. There was no patient injury reported. Further, it was stated that regarding the lens itself, the surgery site had two of the lens, model zcb00 21.0 diopter in stock. Of the 2 lenses, one of them was a little bit larger in the exact dimensions which appeared to be a defect. We attributed this to manufacturer defect due to the fact that we grabbed the other 21 diopter and it fit the patient just fine. No further information was provided.